Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 45 months ago. Aneurysm and vessel morphology at the time of implant are unknown. It was currently reported that at the time of implant, the stent graft was placed lower than intended and an aortic cuff was implanted proximally. The current vessel morphology was reported as 20 degree anterior aortic neck angulation, the aortic neck is 20 mm in diameter at the renal artery, 15 mm below the renal arteries 25 mm in diameter, and the aortic neck is shaped in a reverse funnel. There is disease progression with aortic neck dilatation. Currently, the aneurysm is 5.8 cm in diameter. It was reported that a recent CT demonstrated that the aortic cuff and the bifurcated stent graft have migrated together 20 mm distally, resulting in a type I endoleak. (MFR # 2953200-2010-01898 and MFR # 2953200-2010-01899). The physician treated the patient with a 30 talent aortic cuff and the stent graft migration and the endoleak were resolved. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration, endoleak. Disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation.